Event description:
It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, when deployment was attempted, the speedband device (mr # 3005099803-2012-04338) was only able to deploy three bands out of the seven. Another speedband device (mr # 3005099803-2012-04340) was then used, however; none of the bands would deploy. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, when deployment was attempted, the speedband device (mr # 3005099803-2012-04338) was only able to deploy three bands out of the seven. Another speedband device (mr # 3005099803-2012-04340) was then used, however; none of the bands would deploy. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all bands remained on the ligator head in their appropriate positions. However, one of the ligator teeth was badly damaged. Additionally, the suture, which returned attached to the tripwire loop, was found to be separated from the ligator head. Further analysis revealed the tripwire to not be cinched (secured) in the handle assembly slot, however, there was visible evidence to suggest that the tripwire had been cinched prior to the unit being returned. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue.. The evaluation revealed that the ligator head returned with all seven bands present and in their proper positions. However, one of the ligator teeth was badly damaged. Additionally, although the tripwire returned unsecured from the handle assembly slot, there was evidence to suggest that this step was performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. This event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.